Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that a contour polaris ureteral stent was used in an unknown procedure on an unknown date. According to the complainant, no information is available regarding this event. It was reported that the device was not implanted in the patient. However, patient condition is unavailable. Multiple attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
The investigation revealed the tip of the proximal curl was torn and detached. The tear is consistent with those caused by the suture. The most probable root cause for this complaint is undeterminable.

Event description:
It was reported to boston scientific corporation that a contour polaris ureteral stent was used in an unknown procedure on an unknown date. According to the complainant, no information is available regarding this event. It was reported that the device was not implanted in the patient. However, patient condition is unavailable. Multiple attempts to obtain additional information have been unsuccessful.